Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 10mm, 33cm peek monopolar handle confirms insulation damage, two visible cracks at the distal tip were seen. Dings and scratches were also noticed throughout the shaft. The 10mm, 33cm peek monopolar handle failed the insulscan test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.